Event description:
It was reported that during an implant attempt, the lead could not be positioned. Another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant attempt, the lead could not be positioned. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the distal segment of the lead was returned to the manufacturer and analyzed and no anomalies were found. The lead conductor proximal end was distorted and the distal end electrodes were covered in blood.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.